Event description:
During cardiac catheterization with angioplasty and stent, the stent became dislodged from the balloon prior to deployment and migrated to the right profunda artery. The physician was unable to retrieve the stent so it was angioplastied to the profunda artery. Pedal pulses present.